Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, brown particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.